Event description:
It was reported that the patient experienced hypoglycemia while using the ilet, with a blood glucose of 84 mg/dl and a trend of falling, and received troubleshooting and education on prompt treatment with oral carbohydrate per protocol. Symptoms included hypoglycemia. Outcomes included the need for self-treatment with oral glucose. Investigation included customer interview and user education. Investigation of this case revealed no device malfunction reported and no component issues identified; the event was consistent with user-managed hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.